Event description:
Customer reported via phone call to have been stuck in the "rewind complete" screen and keypad was not responding. Customer's blood glucose was 217 mg/dl. Customer was not able to complete troubleshooting due to cell phone batteries dying. Customer would call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.